Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room and it was determined that shock impedances on the patient's right ventricular (rv) lead where high out of range. Boston scientific technical services (ts) provided troubleshooting advice to the physician. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) and the rv lead remain in service.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.